Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the device started to recognize a depleted battery on (B)(6) 2022, and continued to have a blank ready for use (rfu) indicator until (B)(6) 2022. Prior to that the log shows the device was recognizing a fault with the electrodes, indicating they were not attached or not correctly attached. Therefore, the customer's report was caused by a depleted battery due to incorrect storage and not addressing the blank rfu indicator. The device recognized pads attached when correctly seated. The customer was advised to purchase a new battery. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.